Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that upon removal of the tampon, it broke apart into three pieces. The string stayed attached to one piece and the consumer was able to remove the remaining pieces of the tampon. The consumer indicated that she did not have any symptoms and did not seek any medical treatment.